Event description:
It was reported that the device had unintended rate change. The clinician stated the rate of infusion was 15mcg/min and there were no rate changes during shift. On the handoff in the morning during (with dual verification) the rate had been changed to 10mcg/min. There was patient involvement, but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had unintended rate change. The clinician stated the rate of infusion was 15mcg/min and there were no rate changes during shift. On the handoff in the morning during (with dual verification) the rate had been changed to 10mcg/min. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of unintended rate change was not observed during the logs review and no malfunction devices were provided for testing. The external an internal inspection of the suspect pump modules and pcu could not be conducted as the devices were not returned for investigation. Consequently, no laboratory testing was performed, as the reported equipment was unavailable for testing evaluation. At 6:18:28 am the suspect pump module (s/n: (B)(6)) was programmed a guardrails drug with drug amount = 25000 units, volume = 250 ml, and patient weight = 97.1kg; dose = 11 kg/h/units, rate = 10.681 ml/h and vtbi = 48.42 ml. Pvi = 393.941 ml (previous infusions). The infusion lasted four (4) hours and infused 48.42 ml. At 7:34 am the infusion on the pump module (s/n: (B)(6)) alarmed for occluded patient side; pvi = 407.272 ml, then the infusion restarted two (2) minutes later. At 7:37 am the infusion on the pump module (s/n: (B)(6)) alarmed for occluded patient side; pvi = 139.447 ml, then the infusion restarted a minute later. At 9:01 am the infusion on the pump module (s/n: (B)(6)) alarmed for occluded patient side; pvi = 143.644 ml, then the infusion restarted a minute later. At 10:55 am the suspect pump module (s/n: (B)(6)) was programmed as a guardrails drug with drug amount = 25000 units, volume = 250 ml, and patient weight = 97.1 kg; dose - 11 kg/h/units, rate = 10.681 ml/h and vtbi = 10 ml; pvi = 442.486 ml. The infusion lasted an hour and infused 10 ml. At 11:51 am the suspect pump module (s/n: (B)(6)) was programmed as a guardrails drug with drug amount = 25000 units, volume = 250 ml, and patient weight = 97.1 kg; dose =11 kg/h/units, rate = 10.681 ml/h and vtbi = 15 ml; pvi = 452.5 ml. The infusion lasted an hour and infused 10.408 ml. From 12:09 to 12:14 pm the infusion on the pump module (s/n: (B)(6)) alarmed for occluded patient side two times. From 12:20 to 12:53 pm the infusion on the pump module (s/n: (B)(6)) alarmed for occluded patient side two times. At 12:54 pm the suspect pump module (s/n: (B)(6)) was reprogrammed to a rate of 10.681 ml/h and vtbi of 10ml; pvi = 462.908 ml. The infusion lasted an hour and infused 10.011 ml. At 01:04 pm the suspect pump module (s/n: (B)(6)) was reprogrammed to a rate of 1.5 ml/h and vtbi of 44.303 ml; pvi = 155.702 ml. The infusion lasted two (2) hours and ten minutes and infused 1.741 ml. At 1:50 pm the suspect pump module (s/n: (B)(6)) was programmed as a guardrails drug with drug amount = 25000 units, volume = 250 ml, and patient weight = 97.1 kg; dose = 11 kg/h/units, rate = 10.681 ml/h and vtbi = 5 ml; pvi = 472.963 ml. The infusion lasted twenty (20) minutes and infused 3.611 ml. At 2:11 pm the suspect pump module (s/n: (B)(6)) was reprogrammed to a rate of 10.681 ml/h and vtbi of 200ml; pvi = 476.574 ml. The infusion lasted six (6) minutes and infused 1.193 ml. At 2:17 pm the two infusions from the pump modules (s/n: (B)(6) and s/n: (B)(6)) stopped and then cancelled. At 5:13 pm the system was powered off; the pump modules (s/n: (B)(6)) (tvi = 477.767 ml) and (s/n: (B)(6)) (s/n: (B)(6)) were removed from the pcu (s/n: (B)(6)). Per the alaris directions for use (dfu v12.1), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The bd alaris¿ system with guardrails¿ suite mx user manual v12.1 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that unintended rate change cannot be determined from the provided logs and data. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.